Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a separation between the flare and poly tip section, confirming the event description. The guidewire was also bent near the dream end, however there was no damage noted to the ptfe jacket. It is possible that unstated procedure and possibly clinical factors may have contributed to the separation between the two sections and the bent found, including but not limited the interaction with other devices, handling of the device and condition of the treated lesion. Therefore, 'operational context' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific that a hydrajagwire guidewire was being used during a removal of bile duct stones on (B)(6), 2011. According to the complaint, during the procedure it was noticed that the tip of the guidewire had detached and moved, exposing the corewire at the flare of the device. No pieces of the device detached completely and the procedure was completed with another hydrajagwire. There were no patient complications and the patient's condition has been described as "good."

Event description:
It was reported to boston scientific that a hydrajagwire guidewire was being used during a removal of bile duct stones on (B)(6), 2011. According to the complaint, during the procedure it was noticed that the tip of the guidewire had detached and moved, exposing the corewire at the flare of the device. No pieces of the device detached completely and the procedure was completed with another hydrajagwire. There were no patient complications and the patient's condition has been described as "good."